Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was not functional. Customer's blood glucose (bg) was 600 mg/dl and insulin injections were administered to address bg. Customer reverted to using manual injections for insulin therapy.